Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an unspecified alarm. The pump was reset, then a malfunction alarm occurred. Reportedly the customer had manual injections as alternate insulin therapy. Customer¿s blood glucose level was 314 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue was verified. Additionally the alleged unspecified alarm issue could not be verified.